Event description:
It was reported while using bd alaris¿ secondary set separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: a bd secondary kit was open and used to spike a bag of medication. The tubing broke just below the drip chamber causing the medication to spill out. A second bd secondary kit from the same lot was then opened and also broke in the same location, just below the drip chamber. Medication wasted; exposure of staff to potentially harmful medications both tubing saved for return if deemed necessary

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes, d10: returned to manufacturer on: 07-jun-2023 h6: investigation summary the customer reported the tubing broke at the drip chamber, spilling medication. The two samples returned both verified the complaint, and had the same failure. The failure is consistent with a project at the plant to correct and prevent further failures of this type. The root cause is insufficient solvent applied during the assembly process, and the plant is working on it under the project. Device history record review for model 11448964 lot number 23019047 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ secondary set separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: a bd secondary kit was open and used to spike a bag of medication. The tubing broke just below the drip chamber causing the medication to spill out. A second bd secondary kit from the same lot was then opened and also broke in the same location, just below the drip chamber. Medication wasted; exposure of staff to potentially harmful medications both tubing saved for return if deemed necessary.